Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 596 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, manual injection was administered of 8 units and changed out the pod.

Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.